Event description:
It was reported that a rise in capture threshold had been observed on the atrial lead. The lead was explanted and replaced. The patient was noted to be okay following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.